Manufacturer narrative:
The device was not returned for evaluation. The device history review showed no related mfg issues, and one other field complaint concerning subcutaneous breakage & embolization which was found to be user related.